Event description:
Per additional information received, the patient has experienced oozing on both sides of the urethra, leakage with cough and sneeze, loss of consortium, unspecified pain, dyspareunia, urinary problems, sharp pain on the right side of her lower abdomen, chaffing on both sides of her groin, urinary tract infection, increased urine leakage, urinated on herself while sleeping, depressed, did not enjoy leaving her home, painful intercourse, discontinued intercourse, and unable to control her bowel movements.

Manufacturer narrative:
(B)(4). Original reporting time frame january 1, 2014 to february 28, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions the pelvilace biourethral support system is for single-patient use only and is to be implanted surgically. Do not use the pelvilace] biourethral support system if the integrity of the packaging appears compromised. The pelvilace biourethral support system pelvicol implant should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. Postoperative retropubic bleeding may occur in some patients and must be controlled prior to patient release. The pelvilace biourethral support system procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Proper placement of the pelvilace biourethral support system at mid-urethra requires that the tissue lie flat with minimal or no tension under the urethra. The pelvilace biourethral support system is intended as a single-use, disposable device. Do not resterilize any portion of the pelvilace biourethral support system. Patients should be advised that pregnancy following an pelvilace biourethral support system procedure may negatively affect the success of the previous procedure and incontinence may reoccur. The safety and effectiveness of pelvilace biourethral support system has not been established for the treatment of stress urinary incontinence in males and children under the age of 18. (B)(4). Qty 6- pelvilace biourethral support system 2 needle introducers, 1 disposable handle, 4 tissue connectors, 1.5cm x 50cm porcine accellular collagen matrix sling. Qty 3- pelvilace to biourethral support system. Qty 1- pelvilace to biourethral support system needle and implant hook needle 50cm. Not returned.